Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set was leaking from below the drip chamber. The leak was observed during iron sucrose infusion to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and found twisted tubing and short tubing insertion at drip chamber to tubing joint. An underwater pressure test observed a leak at the drip chamber to tubing joint where the tubing was twisted. The reported condition was verified. The cause of the condition was determined to be equipment malfunction due to the insufficient solvent application to the tubing end during the set assembly process. Should additional relevant information become available, a supplemental report will be submitted.